Event description:
It was reported that the user experienced a hypoglycemic event with a documented blood glucose of 39 mg/dl after receiving correction doses for elevated glucose following self-treatment with oral carbohydrates, with the user uncertain of the exact carbohydrate amount due to memory issues. Investigation included user interview and troubleshooting with education on hypoglycemia treatment and correction protocol. Further investigation of this case revealed user difficulty tracking carbohydrate intake and subsequent automated corrections that contributed to the low glucose value. Symptoms included disorientation which may be associated with hypoglycemia. Outcomes included the need for acute self-treatment with oral glucose without emergency intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the event involved hypoglycemia with an unclear cause, with user factors likely contributing and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.